Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4).the device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the hold down screw missing. Both handles were adjusted and were not holding properly; both shock cushions were worn and needed to be replaced. Unit received with the base unit only. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a2079 mayfield infinity xr2 base unit found the "hold down" screw was missing.